Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the coupler was falling apart and detected a white dot on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, defective pins and detached from the coupler on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to judge the cause of the event from the investigation results. Olympus will continue to monitor field performance for this device.